Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to oily motor. Analysis was unable to test for battery out limit alarm and unexpected reset to factory default or perform the displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test due to motor error alarm. No damage noted on case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 123 mg/dl. The customer states they are unable to rewind. Troubleshooting was not able to resolve the issue. The device was returned for analysis.